Event description:
It was reported that during a ureteroscopy laser lithotripsy procedure for kidney stones the physician noticed that the aiming beam was no longer showing and that the laser fiber was not working. Physician took out the laser fiber and realized it was physically broken decently far away from the tip of the laser fiber. The procedure was completed using a new laser fiber. There was no patient complication.

Event description:
It was reported that during a ureteroscopy laser lithotripsy procedure for kidney stones the physician noticed that the aiming beam was no longer showing and that the laser fiber was not working. Physician took out the laser fiber and realized it was physically broken decently far away from the tip of the laser fiber. The procedure was completed using a new laser fiber. There was no patient complication.